Event description:
It was reported that the unit turns off whenever the alarm silence button is pressed. Customer reported that the unit will not turn on when the alarm silence key is pressed. Keys click normally when pressed and there is no physical damage. The unit works normally until alarm silence key is pressed. Customer reported that the event has occurred several times. There were no consequences or impact to the pt.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.